Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a severe hypoglycemic event while using the ilet and expressed that the device did not work for her despite multiple attempts, with troubleshooting and education completed and no device alerts or alarms reported. Customer care provided support that included product return protocol. Investigation of this case revealed that the cause of the hypoglycemic event remained unclear, and no device malfunction or component issue was identified based on the absence of alerts and the completed troubleshooting. No clinical symptoms associated with severe hypoglycemia reported. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.